Event description:
The customer reported that short yellow alarm tones were provided for heart rate related/arrhythmia alarms when long or continuous tones were expected. The device was in use monitoring patients at the time of the event.